Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the reported issue of ¿leakage¿ with lot number 2295442 regarding item # 300847, one retention samples were used for the investigation. The device history review (DHR) of material #300847 with lot #2295442 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on one retention sample where the investigating team has functionally tested the samples for leakage and no leakage was found in the one retention samples. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further.

Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 24g×1 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage in the barrel while injecting the spinal fluids after retrieve. Was the user exposed to blood/ body fluids as a result of the incident? - leakage of spinal fluids while injecting.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 24g×1 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage in the barrel while injecting the spinal fluids after retrieve. Was the user exposed to blood/ body fluids as a result of the incident? - leakage of spinal fluids while injecting.